Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 186 mg/dl. The customer the contacts on the battery cap are neither missing nor damaged. The troubleshooting was performed and found that the display was not return after pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.